Manufacturer narrative:
The malfunction was duplicated and attributed to an 02 valve failure. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "oxygen valve failure" message. Complainant did not indicate any adverse effect to the patient due to the reported malfunction.